Event description:
A potential product issue has been reported internally with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. It was observed that when the physicist interlock is set to override interlock on interlock pcb# 2, and going to customer mode, the machine will treat and will not assert and interlock circuit fault. Risk analysis is not complete. Root cause is pending an investigation. There is no report of mistreatment or injury. Other machines may be affected.